Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. External insulation abrasion breaching the rv cables lumen was noted at 41.3 cm to 41.9 cm; and an external abrasion breaching the re cables lumen was noted at 43.6 cm to 44.4 cm from the distal tip. External abrasion breaching the re cable lumen was noted at 49.8 cm to 50.6 cm from the distal tip; one re cable etfe coating was abraded while the other was intact and the inner coil was not exposed in this region. The abrasions were consistent with exposure to constant friction against another implantable device. The re cable etfe coating abrasion most likely contributed to the reported complaint of low impedance.

Event description:
It was reported that the right ventricular lead exhibited low impedance. All other electrical measurements were normal. The lead was extracted and replaced. The patient was stable before, during and after the procedure.